Manufacturer narrative:
The insulin pump was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer performed self test and displacement test and both tests were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.